Event description:
Customer stated the field nurse returned the inr2 meter (B)(6), because it is giving discrepant results on more than 1 pt (3-4) compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 7.5, lab: 3.5, 4.0. On (B)(6) 2011, field nurse (B)(6) called to clarify the discrepancies. She stated that inratio2 meter is giving high results like 7.5 yet the lab draws are coming back as 3.5 and 4.0 (for 3 or 4 pts). So, both methodologies are giving results that are elevated for each pt and that the coumadin was held for the night based on lab draw results.

Manufacturer narrative:
Investigation pending. Add'l lot#: 240540.